Manufacturer narrative:
(B)(4). MDR report key/report number: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 samples were taken from the current production, the samples were inspected according to qip, the revised characteristics comply with the requirement. Defect reported "leak - info not provided" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint from maude database: "ett (endotracheal tube) balloon not holding pressure without a red cap. The balloon on ett cuff was not staying inflated. Had to attach an additional red cap to keep air in balloon. Device still in the patient, will attempt to retrieve once tube is removed. There was no detectable harm in this event".